Manufacturer narrative:
(B)(4).

Event description:
A talent tent graft systems was implanted in a patient for the endovascular treatment of abdominal aortic aneurysm. Vessel morphology at the time of implant was not reported. Currently there is disease progression with iliac limb dilatation. A recent follow up CT revealed that there is a distal type I endoleak. The physician elected to implant two endurant iliac limb extensions 16x13x156 and 13x13x82 and the endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.